Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had partial display. Customer stated that screen was fuzzy or showed gray lines. Customer also stated that he had clutching thing with his insulin pump it has happen before and it was happening again. Customer said buttons was unaffected. Sometimes it stayed that way and then went away. Display was not frozen. Display was not blank. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement, and self tests. No missing segments/partial displays, white displays, flashing white displays, gray/faded displays, or unexpected display anomalies were noted during testing. Did not note any unexpected fuzzy screens with gray lines suddenly popping up. (B)(4).